Event description:
It was reported that the patient presented for a routine device change out procedure. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.